Manufacturer narrative:
Unit received with frozen screen at number 2 and a constant audio/beep alarm, problem isolated to mother board. Unable to perform the self-test, unexpected restart error test, displacement test due to frozen screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had constant beep and tones. The customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer changed battery but no change was observed. Troubleshooting was not performed. The product will return for the analysis.